Event description:
It was reported that prior to a mapping and ablation procedure to treat an atrial flutter (afl) and atrial fibrillation (af), an intellanav mifi open-irrigated catheter was selected for use. When getting ready to start a procedure and product was being pulled, items were being reviewed with another rms and rough plastic on the edges of the packaging was felt as the two devices pulled were picked up. It was then, upon further inspection that the packaging was visibly noticed to have small tears rendering the product unsterile and unusable. When additional catheters were pulled, it was noticed that several others were torn too. Other products that were stored in the same pyxis systems were also inspected and did not find any other products that had flaws. Ultimately, there were two intellanav catheters still in the storage area that were unaffected and was able to use one for the procedure. Procedure was able to be completed successfully without any patient complications. Catheters were returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection noted the device does not have visual defects. Is important to mention that the package was not returned for this complaint. Laboratory analysis was unable to confirm the reported clinical observations. Device was found within specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a mapping and ablation procedure to treat an atrial flutter (afl) and atrial fibrillation (af), an intellanav mifi open-irrigated catheter was selected for use. When getting ready to start a procedure and product was being pulled, items were being reviewed with another rms and rough plastic on the edges of the packaging was felt as the two devices pulled were picked up. It was then, upon further inspection that the packaging was visibly noticed to have small tears rendering the product unsterile and unusable. When additional catheters were pulled, it was noticed that several others were torn too. Other products that were stored in the same pyxis systems were also inspected and did not find any other products that had flaws. Ultimately, there were two intellanav catheters still in the storage area that were unaffected and was able to use one for the procedure. Procedure was able to be completed successfully without any patient complications. Catheters are expected to be returned for further analysis.